Event description:
The aus device was implanted on 5/11/93. The cuff was revised on 6/21/94. Info received on 7/31/96 indicates the entire device was removed from the pt on 5/9/96, reason not indicated. Co has requested add'l info.